Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, missing serial number label, cracked keypad overlay at select button, damage keypad overlay texture and minor scratched lcd window. Sleep current measurement and active current measurement within specifications.

Manufacturer narrative:
(B)(4)5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 400 mg/dl. The customer¿s current high blood glucose 433 mg/dl. The customer had treated with bolus via insulin pump. The customer also got pump error on insulin pump. Customer was able to complete insulin pump rewind. Advise customer to perform a self test. Test did not pass.the product was returned for analysis.